Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced syringe barrel/flange damaged/cracked/deformed which was noted during use. The following information was provided by the initial reporter: material no.: 309657; batch no.: 8297827. It was reported that cracks in the syringe caused insulin to spray out. 1. Description of issue: customer reported there was a crack in the syringe and when she attempted to remove insulin from the vial it sprayed everywhere. She was able to use another syringe and fill cartridge successfully. 2. Number of occurrences: 1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number. Choose one: 3 ml syringe ¿ 309657. 5. Product lot number: 8297827. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? __yes__(contact: (B)(6)). 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution? Distributor explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced syringe barrel/flange damaged/cracked/deformed which was noted during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8297827. It was reported that cracks in the syringe caused insulin to spray out. Description of issue: customer reported there was a crack in the syringe and when she attempted to remove insulin from the vial it sprayed everywhere. She was able to use another syringe and fill cartridge successfully. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: choose one: 3 ml syringe ¿ 309657, product lot number: 8297827. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes (B)(6). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: distributor explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Note: product category = needle/syringe issue.